Event description:
A battery/power issue was reported with the adc device. Customer was unable to obtain readings due to a fast draining battery. As a result, customer experienced hypoglycemia with symptoms described as felt cold, numbness, dizziness, sweating, difficulty breathing and a loss of consciousness and was unable to self-treat, requiring non-hcp third-party administration of orange juice for treatment. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The returned meter was investigated with a known-good retained batteries. Visual inspection has been performed on the returned meter and no issues were observed. Power consumption test was performed using keithley source meter. All results were within specification. Therefore, the complaint was not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle freedom lite meter were reviewed and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. This also serves as a correction report. Section d1 (brand name) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/power issue was reported with the adc device. Customer was unable to obtain readings due to a fast draining battery. As a result, customer experienced hypoglycemia with symptoms described as felt cold, numbness, dizziness, sweating, difficulty breathing and a loss of consciousness and was unable to self-treat, requiring non-hcp third-party administration of orange juice for treatment. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.